Event description:
The customer contact reported the patient received more medication than intended. The nurse reported that on an unspecified date, "the entire epidural bag flowed into the patient." No specific patient information, pump programming, or event details were provided. There were no reported adverse patient effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.